Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had high impedances on a cervical lead. The patient underwent a lead replacement procedure. The explanted percutaneous lead will be returned.

Event description:
It was reported that the patient was having high impedances on a cervical lead. The patient underwent a lead replacement procedure. The explanted percutaneous lead will not be returned.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6)) the returned lead was analyzed and the allegation of high impedances has been confirmed. With all the available information, boston scientific concludes the source of high impedance would likely be due to multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor and there were no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It also appeared that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.